Manufacturer narrative:
Other relevant device(s) are: product ID: enveor-l, lot 0008671743, use by date (B)(6) 2018, UDI (B)(4). Product analysis: no product was returned.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted without pr e-dilation. Just before final release of the valve, it was noted that the valve was not fully expanded. After the final release, there was an implant depth of 4 mm on the left coronary cusp and 4 mm on the right coronary cusp. A minute later, the valve dislodged out inside the ascending aorta and remained just before the aortic arch in a stable position. A balloon aortic valvuloplasty (bav) was performed. A second transcatheter bioprosthetic valve was attempted, however, the valve could not cross the first valve in the ascending aorta. After several attempts to cross the valve, the delivery catheter system (dcs) pushed the first valve down to the annulus. On the last attempt, the blood pressure decreased and the valve injured the aortic wall. It was determined to stop further activities and the patient died due to an aortic rupture.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Multiple factors can affect frame expansion or compression, such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Since the valve was implanted without pre-dilation, it is possible that anatomical factors could have contributed to the reported under-expansion. Potential factors that can influence a valve to dislodge include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Valve dislodgement events are typically not related to a device malfunction. Hypotension is a known potential adverse effect per device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Eight angiographic cines were included with the complaint. The review of the angiographic record concluded that the implant depth of the first valve was originally at 4 mm and the valve was fully released. There are no images to support or deny that the first valve was under-expanded and that the second valve could not cross the first valve. There is confirmation that the first valve moved into the ascending aorta. However, there is no indication of the mechanism in which the valve moved. Based on the information and cine images provided, a conclusive cause for the reported dislodgement and under-expansion of the valve could not be determined. Regarding the aortic rupture, there was no evidence how the rupture could have occurred or any indication that the valve or delivery system may have caused any trauma based on the cine images provided. Cardiovascular injury (e.g. Rupture, perforation, dissection, etc.) And patient death are potential risks associated with the implantation of a bioprosthesis valve per the evolutr IFU. Additionally, the IFU cautioned against forcing the delivery catheter while advancing through the vasculature as it may increase the risk of vascular complications (for example, vessel dissection or rupture). If information is provided in the future, a supplemental report will be issued.